Event description:
It was reported that the customer's insulin pump had a blank display. He received excessive no delivery alarms and a battery out limit alarm. The dome label sticker was coming off and the screen was a little scratched. The insulin pump was cracked on the top right and bottom left corners. The customer's blood glucose level was 202 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The end cap sticker was not missing.